Manufacturer narrative:
Product not yet received for analysis. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. However, the device was used past its expiry date 27 march 2021. The reported event date is 13 april 2021.

Event description:
The device was advanced to the lesion and when a second pass was required, the device was removed without incidence. Upon removal and correlated with x-ray, a small portion of the phoenix light support wire was noticed to have broken off and was in the lower leg. The broken segment was approximately 10 in long and was very noticeable. The surgeon advanced another wire down to the area and used a gooseneck snare to retrieve the segment of the phoenix wire. X-rays were used to confirm that all portions of the wire was removed. The patient's outcome was good. Additional information: the prep of both the phoenix wire and phoenix catheter were normal. No damage was observed prior to use. The devices had a little trouble at the lesion but were removed without incident. There were no other issues with the devices until reviewed under x-ray. Then it was noticed a portion of the distal tip was left in the patient. No unusual force was used on the devices and there was no difficulty advancing the devices. A gooseneck snare was used to remove the device. No other devices were used at the same time as the phoenix devices. The devices were shipped. The patient was discharged and is doing well. Monday afternoon is his meeting with the facility and will confirm the patient information requested. Was resistance encountered? No. Lesion calcification: severe. Type of "target" lesion: calcified. Was the device in one piece after removal from the patient? No access approach: contralateral. Chronic total occlusion (cto)? Yes. Was the support clip used? (Phoenix catheter) yes. Was the device flushed per the IFU? Yes.

Event description:
The device was advanced to the lesion and when a second pass was required, the device was removed without incidence. Upon removal and correlated with x-ray, a small portion of the phoenix light support wire was noticed to have broken off and was in the lower leg. The broken segment was approximately 10 in long and was very noticeable. The surgeon advanced another wire down to the area and used a gooseneck snare to retrieve the segment of the phoenix wire. X-rays were used to confirm that all portions of the wire was removed. The patient's outcome was good. Additional information: the prep of both the phoenix wire and phoenix catheter were normal. No damage was observed prior to use. The devices had a little trouble at the lesion but were removed without incident. There were no other issues with the devices until reviewed under x-ray. Then it was noticed a portion of the distal tip was left in the patient. No unusual force was used on the devices and there was no difficulty advancing the devices. A gooseneck snare was used to remove the device. No other devices were used at the same time as the phoenix devices. The devices were shipped. The patient was discharged and is doing well. Monday afternoon is his meeting with the facility and will confirm the patient information requested. Was resistance encountered? No. Lesion calcification: severe. Type of "target" lesion: calcified. Was the device in one piece after removal from the patient? No. Access approach: contralateral. Chronic total occlusion (cto)? Yes. Was the support clip used? (Phoenix catheter) yes. Was the device flushed per the IFU? Yes.

Manufacturer narrative:
Updated with device evaluation.